Event description:
It was reported that the customer experienced low blood glucose, down to 40 mg/dl. She treated with orange juice. The customer declined to troubleshoot. The morning of reporting, the customer stated her blood glucose was 392 mg/dl. She changed her infusion set and found blood in the cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.